Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), and a guidewire. During the procedure, while advancing the velocity into the neuron max, the physician fractured the proximal end of the velocity into two parts. It was reported that the location of the fractured to the velocity was outside the neuron max; therefore, the physician was able to manually pull and remove the fractured segment of the velocity out from the neuron max.the procedure was completed using a new velocity and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2023-00008. 1. Section b. Box 5. Describe event or problem: evaluation of the returned velocity confirmed that the catheter was fractured at the proximal end. Based on the reported event, this fractured occurred during advancement and was likely the result of kink. If the velocity is manipulated at an angle during insertion into the parent catheter, the device may kink and subsequently fracture. Due to the returned damage, the velocity was unable to be functionally tested during evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), and a guidewire. During the procedure, while advancing the velocity into the neuron max, the physician broke the proximal end of the velocity into two parts. It was reported that the location of the break to the velocity was outside the neuron max; therefore, the physician was able to manually pull and remove the broken segment of the velocity out from the neuron max. The procedure was completed using a new velocity and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.